Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy, and a replacement pump was sent. It was reported that the customer experienced an elevated blood glucose (bg) level of 521 mg/dl. A correction multiple dose injection was delivered to address bg.